Event description:
It was reported that because the surgeon did not notice that the poly ring had been assembled upside down, it was impossible to insert the liner into the cup after putting the femoral head into the liner due to protrusion of the lateral side of the poly ring. The planned procedure was completed with correcting the direction of the poly ring so the liner and femoral head assembly could be inserted into the cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.